Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility the device shuts off on its own when taken off of battery power. There were no reports of any adverse pt events or delay in critical therapies while the device was in clinical use. No additional info was provided.